Event description:
Reportedly, the emergency medical techs arrived at the trauma center with a stabbing victim and were in a hurry to unload the cot and did not confirm that the safety hook was aligned with the safety bar on the cot. One of the emergency medical techs was standing on the left side of gurney instead of the right. It was reported that as the cot was removed from the ambulance the safety bar allegedly missed the hook and the cot fell. Allegedly when the cot began to fall the emergency medical technician got their forearm in the mechanism and sustained a large hematoma and a twisted knee trying to prevent the cot from going all the way down. The emergency medical technician has been on light duty since the alleged incident and is currently under the care of a chiropractor. The pt did not sustain any additional injury. The customer indicated that this was a case of user error and has provided additional training for the staff.